Event description:
Caller states the comfort curve strip vial has the expiration date as 6/08 or 8/08, however, manufacturer reports the expiration date as 3/31/08. No adverse event reported. Requested return of suspect device and replacement was sent.